Event description:
It was reported that during the implant procedure after the lead was placed, the patient began to decompensate due to cardiac perforation. A pericardial effusion developed. A pericardiocentesis was performed with a large volume of blood drawn. The patient could not be stabilized and expired.

Manufacturer narrative:
(B)(4).